Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Patient site ID: (B)(6). It was reported that this was closure of an unspecified access site with a proglide device relative to a transcatheter aortic valve implantation (tavi) interventional procedure on (B)(6) 2025 with a 14f sheath. No issue was reported with the proglide device during the initial procedure in (B)(6) 2025. Reportedly, on (B)(6) 2025, the patient presented with complaints of a worsening ecchymosis and hematoma measuring 6.26 x 6.99 x 2.79 cm, on the right side if the groin. The hematoma was not treated. Additionally, it is believed that the hematoma is possibly related to the use of the proglide. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The treatment appear to be related to circumstances of the procedure. The patient effect of hematoma is listed in the electronic perclose proglide instructions for use (eifu), as potential adverse events of use of the device. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: procedure was bilateral in the right and left common femoral arteries, and the hematoma was noted on the right groin. No additional information was provided.